Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03050 and MFR report # 3005099803-2011-03180). It was reported to boston scientific corporation that a wallflex biliary uncovered stent system and a dreamwire guidewire were used during a procedure on (B)(6) 2011. According to the complainant, the dreamwire guidewire (the subject of MFR report # 3005099803-2011-03050) was inserted into the wallflex stent system (the subject of MFR report # 3005099803-2011-03180). During introduction of the guidewire into the stent catheter, the coating of the guidewire peeled. No difficulty was reporting withdrawing or advancing the guidewire. Another dreamwire guidewire was used to complete the procedure. After positioning the stent system inside of the patient, the stent failed to deploy. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the investigation results, which indicate the core wire of the corewire fractured this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed the following anomalies: the guidewire was kinked, the ptfe coating was accordioned and the corewire had fractured in the dream end of the device. Sem analysis revealed that the fracture was due to a mechanical cut event. It is possible that unstated procedure and possibly clinical factors may have contributed to the damages found, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion; therefore "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14171799.